Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient stated that they felt fine then suddenly felt bad. The patient then became unresponsive in which they were conscious but incoherent. During this time, the patient stated the cgm was displaying 68 mg/dl while their bg was 40 mg/dl. The patient's wife took the patient to the hospital. Upon arrival, the patient was treated with glucose and afterwards. The cgm was 135 mg/dl while the bg was 98 mg/dl. The patient was in the hospital for 4 hours before being discharged. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.